Event description:
It was reported that the user called for a supply change walkthrough and experienced hyperglycemia reported at 355 mg/dl while using the ilet after eating a larger-than-usual carbohydrate meal but announcing a usual meal and also disconnected the pump to shower. Symptoms included dizziness associated with hyperglycemia. Outcomes included high glucose without escalation to emergency care or hospitalization. Investigation included customer care agent troubleshooting and user education on meal announcements and appropriate meal size entry. Investigation of this case revealed user-related factors, including incorrect meal size announcement and temporary disconnection from the device, which aligned with expected device behavior. It was concluded, based on established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
Initial.